Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and stimulation sensation in her left leg that began about one week ago. She woke up one morning and did not feel her stimulation. She denied any falls or trauma. Additional information was requested.